Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance of the device, the device intermittently failed to display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.